Manufacturer narrative:
(B)(4). Batch # r9288z. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device stop activating and to display an alert screen is blade damage. The device was analyzed and it was determined that it was used with more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator, an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. Next, the device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. There was also no audible feedback sound from the instrument when the clamp arm was fully closed. The closure indicator was top be broken and not making contact with the moving trigger. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a lobectomy procedure, the device stopped working and the generator didn't recognized it. The device sent error to replace instrument although it was cleaned and was not in contact with any metal part. There was no patient consequence reported.